Event description:
It was reported that the patient was unable to clear the power on reset (por) condition that was displayed on the recharger after having the implantable neurostimulator (ins) ¿jump started about a week ago.¿ it was noted that the ins had a full charge. The patient reportedly did a hard reset on the recharger, but the por remained. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).